Event description:
Legal papers state that plaintiff alleges in 1995 pt received a depuy knee including a polyethylene tibial insert. Due to allerged failure revision was performed in 2002. It is stated that the operative report notes polyethylene wear and osteolysis and that a temporary knee replacement was placed at that time. Three weeks later plaintiff underwent another revision surgery and bone grafting.